Event description:
It was reported that the patient experienced elevated blood glucose levels. The basal rate was increased by 50%, but the elevated blood glucose levels continued. The patient found that insulin had leaked from the insulin cartridge into the cartridge compartment of the infusion device. The patient's doctor sent the patient to the emergency room where she was treated with insulin and glucose to stabilize her blood glucose level. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.